Manufacturer narrative:
Additional information provided in h.3. , h.6. And h.11. The product was not returned. A photo was provided of an implanted lens. The photo was blurry. An area was indicated with drawn lines. A mark was observed in the designated area. A determination as to the cause and nature of the mark could not be made from the photo. Product history records were reviewed and documentation indicated the product met release criteria. A qualified lens model/diopter and viscoelastic were indicated. The handpiece information was not provided. It is unknown if a qualified handpiece was used. . The product investigation could not identify a root cause for the reported complaint. The product was not returned. A photo was provided. A determination as to the cause and nature of the mark indicated could not be made from the photo. A root cause determination cannot be made without physical examination of the product. It is unknown if a qualified handpiece was used. The IFU (instructions for use) instructs: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure the observed marks on iol when using the cartridge. The problem was resolved when new cartridge was used with different lot. There are two medical device reports associated with this file. This report is associated with the 2 of 2 files.